Event description:
It was reported that the ventilator shut off and went into restart cycle during a test. The ventilator was not connected to a patient when the reported problem occurred. The ventilator displayed hardware fault and then power lost.